Event description:
Incorrect reference mfrs in initial report. Correct = ref 9612164-2012-00284 <(>&<)> 9612164-2012-00285

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (myocardial infarction), (root cause of the event could not be determined), (no device received for evaluation). (B)(4).

Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents successfully implanted, (2.50 x 30mm) and (2.75 x 24mm) to distal rca. Approximately 8 months 3 weeks post index procedure patient experienced q-wave myocardial infarction. Investigator indicated that there was no relationship with the study procedure. Approximately 9 months 3 weeks post index procedure underwent revascularization of distal rca. Investigator indicated that there was no relationship with the study procedure. Ref 9612164-2012-00282 <(>&<)> 9612164-2012-00283.